Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non -physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead sudden drop in impedance, and noise exhibited. It was also reported no r waves seen at 30 beats per minute (bpm). Review of received data confirmed sudden drop in impedance, noise and lead warning triggered february 2017. It was also noted the rv lead impedance changing significantly over a long period. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported patient monitored during follow up visits. In (B)(6) 2018, follow up visit revealed no loss of capture, and patient felt fine since rv lead re-program to unipolar as suggested. Rv lead impedance has remained stable, no obvious lead fracture noted, but an 'almost kinked lead near the clavicle. The rv lead remains in use. Patient to be monitored during follow up visits.